Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 1806060j implantable port allegedly experienced fluid leak. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot numbers for the reported malfunctions were not provided, therefore a lot history review cannot be performed for both the cases. The sample was not returned for one of the allegations and the investigation is inconclusive for the alleged fluid leak issue. Based upon the available information, the definitive root cause for this event is unknown. The sample was retuned for the other case and the investigation is still pending. The company is investigating the issue at this time. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the powerport m.r.I. Isp implantable port products that are cleared in the us. The pro code for the products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunctions were not provided. Therefore a lot history review cannot be performed. The samples were not returned to the manufacturer for evaluation. Therefore, the investigation of the reported events is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the powerport m.r.I. Isp implantable port products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 1806060j implantable port allegedly experienced fluid leak. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions were not provided, therefore, lot history reviews were not performed. The device was not returned for one of the malfunction and the investigation is inconclusive for the reported leak issue. For another malfunction, device was returned and the investigation is inconclusive for the alleged leak problem. A definite root cause could not be determined. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the powerport m.r.I. Isp implantable port products that are cleared in the us. The pro code for the powerport m.r.I. Isp implantable port products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 1806060j implantable port allegedly experienced fluid leak. The information was received from various source. Both malfunctions involved a patient with no reported consequences. Age, weight, and gender of the both malfunctions were not provided.